Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during the surgery, at the time of performing the brocade with the cannulated bit, it was evident that it was without edge, generating metallosis during the perforation of the bone. When wanting to give a solution, it was impossible to continue with the procedure, since within the equipment of the stock consignment there were no more units available of the same bit. For this novelty, the doctor was annoyed, since this generated an alteration in the surgical times of approximately (20) twenty minutes, time in which it was tried to locate another bit and where finally it was managed to solve with the loan of a bit of another commercial house, thus achieving successful completion of the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: photo investigation: the product was not returned to medtech orthopaedics; however, photos were provided for review. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. The provided evidence was not sufficient to confirm the reported event of will not cut/dull. Functionality issues cannot be evaluated through a photo investigation. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: dsi investigation: investigation summary: in june, the equipment with the new feature was assigned to active pos, but it was not used and the part was not reported. In march, april, and may, no cx schedule was generated for the equipment, therefore, it was not inspected because it was sterile. The last use was in february, of-933237, and no report was generated from the at or the clinic's central office. The only unit in existence is the one carrying the equipment; the safety stock is not backed up. Root cause: lack of control and reporting of material use at the time of the last cx. The respective observations are made to the service areas and central office regarding the immediate reporting of use or new features of the equipment used in cx.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a3a, b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.